Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. Per the customer, the following was reported on (B)(6) 2017: "they [the fiducials] seem well placed. One fiducial is close to the duodenal wall (important anatomical structure for the radiotherapists), and two are placed in the deeper border of the tumor, at the distance of 6.5 mm and 6 mm from the border of the tumor, close to the superior mesenteric vein which in infiltrated by the tumor. Probably a learning curve is needed, since it is a new technique, but I want to share with you some technical points to try to do the best. As in the first case, also today, I felt a strong resistance of the tumor to the needle pass. The needle was angled and the stylet also was distorted after the first pass [proximal stylet]. It seems that the tip of the needle, that is ¿longitudinally cut¿ to accommodate the fiducials, is more easily diverted from the path, because of a less stiffness [needle has inadequate stiffness]. Moreover, the tactile feel, when the needle is within the tumor, is not comparable to that of the marker release outside of the patient. It would be great if the handle release system could be improved and made less deformable." There was no reportable information at this time. The following information was received on 07/03/2017: "the needle had a moderate bend (see related MDR 1037905-2017-00505). Please, see figure fiducials needle bent: the green arrow shows where the fiducial was placed. The yellow star shows where the fiducial would have been placed. The stylet also was distorted after the first pass. It seems that the tip of the needle, that is ¿longitudinally cut¿ to accommodate the fiducials, is more easily bent from a straight path, because of a less stiffness of the needle. The same thing was happening in both cases (second case is subject of this report).